Manufacturer narrative:
Product ID 8835. Serial# (B)(4), product type: programmer, patient. Product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that this pump did not work. The pump reservoir still held close to the same amount of medication as it did when it was implanted. The patient experienced less than 50% therapy relief. This device system was used to deliver hydromorphone and bupivacaine.